Event description:
Caller reported a malfunction on the pump, with the screen becoming dark and unresponsive. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to charge the pump, which briefly resolved the issue, but the malfunction code recurred even after a reset. Consequently, technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity. The replacement pump, featuring updated software, was dispatched, and instructions for returning the faulty pump were provided, which the caller understood.